Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced dizziness. This adverse event (ae) did not lead to hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, or concomitant or additional treatment being given. The outcome status is not recovered/not resolved. The ae did not lead to diagnostic test or procedure being performed. Ae occurred post-procedure and was possibly related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. The site assessed this event did not result in congenital anomaly, death, disability, hospitalization or medical intervention and was not considered life-threatening. The site assessed this event as not related to the antiplatelet medication, study ancillary device, study device, or study procedure. The sponsor assessed this event as possibly related to the pipeline vantage; not related to the index procedure or ancillary device. The patient's medical history includes controlled hypertension. The pipeline device was successfully implanted in the patient and wall apposition was achieved. No side branches were covered by the pipeline device. The patient was undergoing surgery for treatment of a saccular, sight sidewall internal carotid artery (ica) c4 aneurysm with a max diameter of 4.5 mm and a 4.2 mm neck diameter. Aneurysm dome height was 4.2 mm and aneurysm dome width was 4.3 mm. Parent artery diameter distal to aneurysm was 3.2 mm and parent artery diameter proximal to aneurysm was 4.1 mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Aneurysm symptoms included localized headache. Ancillary devices include a rist 079 radial access guide catheter, phenom plus intracranial support catheter, and phenom 027 microcatheter. Additional information was received reporting that per source review of the dictated brain MRI dated (B)(6) 2025, reports ¿not sure whether this represents artifacts (secondary to embolization coils and stent) or stenosis of the right a1 segment of the aca.¿ site was queried to verify findings and report ae if applicable pending. There was no reported impact(s) to the patient or any additional medical intervention required to prevent permanent injury or impairment. There were no patient symptoms/injuries related to this event. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec). Additionally, per source review of the discharge summary (B)(6) 2022, reports the subject was admitted for elective cerebral angiography and underwent flow diverter embolization of a previously coiled right cavernous aneurysm via radial access on (B)(6) 2022, with no immediate complications reported. Subsequently, the subject presented with bloody vomit associated with oxygen desaturation to 90% and a 4 g/dl decrease in hemoglobin. Site was queried to verify findings and report ae if applicable pending. Additional information was received the patient experienced hemiparesis right with onset date of 2023-01-01. This ae led to new hospitalization from (B)(6) 2023. Ae was not treated in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure or additional treatment being given. The outcome status is not recovered/not resolved. Blood tests and ECG on (B)(6) 2023 were normal. Ae did not result in a diagnostic procedure being performed and did result in diagnostic test being performed. Ae occurred post-procedure and was not related to the disease under study and did not result in a new or worsening of existing neurological deficits. There was right hand and leg hemiparesis that appeared a week after aneurysm repair. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. The site assessed the event as not related to the antiplatelet medication, not applicable to the study ancillary device, and not related to the study device or procedure. The sponsor assessed this event as possibly related to the index procedure, vantage device, apt regimen and not related to the ancillary device.